Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that an scd controller was returned to a local covidien service center as a back to stock unit. A service technician found that the power cord was cut exposing the ac neutral cooper wire.